Event description:
Device 2 of 2 - reference MFR. Report# 1627487-2018-01827. Additional information received identified therapy was restored. No intervention was taken in regards to lead and extension.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-01827. It was reported the patient experienced ineffective stimulation. System diagnostics determined low impedances. Reprogramming was tried but less than optimal stimulation was achieved. Physician commented that lead extension may need to be replaced and the leads may be evaluated.